Event description:
This lead was capped and replaced due to loss of capture and loss of sensing. There were no adverse patient events reported. Should add¿l info be received, this file will be updated.